Event description:
Additional information received identified the issue was resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a significant amount of weight lost. In turn, the patient experienced discomfort (described as pain) located at the ipg site. As a result, the patient underwent surgical intervention (B)(6) 2019 wherein the ipg was relocated.